Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. The left iliac artery was 13-9-11 mm in diameter. The left iliac artery had mild calcification. It was reported that during the index procedure there was a distal type I endoleak in the left iliac from the endurant limb. The physician elected to implant another endurant limb however a small blush endoleak still remained. The physician stated that the cause of the distal type I endoleak was related to the patient's anatomy, plaque in the iliac limb. A follow up cta scan was performed, which showed the distal type I endoleak had self resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.